Event description:
It was reported that the heater bag became disconnected from the cassette line. The event occurred during a fill stage of peritoneal dialysis therapy on the homechoice machine. The caregiver reconnected the line to continue therapy. The caregiver was advised to discontinue therapy when a disconnection occurs. The caregiver planned to end therapy following the manual drain and would call their nurse in the morning for further instructions. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.